Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, growth was observed, but the results conformed to the regulation's recommendation. Additionally, foreign objects were found in the air/water (aw) cylinder, aw channel, and sub-water channel, but could not be identified. It is likely that a water leak in the equipment prevented proper reprocessing and the foreign matter could not be removed. A review of reprocessing procedure information provided by users did not reveal any deviations from the instructions for use (IFU). The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and 1 cfu of kocuria rhizophila was found in the instrument/biopsy/suction channel. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 97 colony forming units (cfus) of a non-pathogenic bacteria, 10 cfus of streptococcus mitisgruppen, and 12 cfus of a skin bacteria. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.